Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00589 and 1627487-2011-00590. The pt's (B)(6) scs system consists of an ipg, surgical lead and lead extension. It was reported that after entering a game store, the pt experienced a burning sensation at the ipg and lead sites. Once her stimulation was turned off, the alleged discomfort subsided. The pt is still said to receive therapy coverage in the intended pain area; however, the burning sensation is felt when the amplitude for her set programs is increased above a certain level. A diagnostic test revealed invalid impedance measurements for several of the pt's lead contacts. In an effort to resolve this matter, the pt has undergone reprogramming; however, results of that intervention method are pending. Further interrogation of the pt's scs system has also been recommended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.